Event description:
The following was reported: patient had surgery on the 22nd of december for caput necroses. Had traumatic fall on the 24th of december. Xray discovered luxation. Revision surgery planned.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Manufacturer narrative:
Update to event description changed reportable device. An event regarding disassociation involving an adm liner was reported. The event was not confirmed. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device indicated that the rim of the inner diameter of the liner is slightly deformed. Minor scratches are observed in the inner diameter and along the outer surface of the liner. The observed surface characteristics appear consistent with damage sustained from the dislocation event and/or contact with explantation tooling. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the adm liner from a metal head (non-stryker). Visual inspection of the returned device indicated that the rim of the inner diameter of the liner is slightly deformed. Minor scratches are observed in the inner diameter and along the outer surface of the liner. The observed surface characteristics appear consistent with damage sustained from the dislocation event and/or contact with explantation tooling. It was reported that the patient suffered a traumatic fall that led to the event, and this is likely the root cause. Additional information such as pre- and post-operative x-ray images, primary and revision operation reports, and patient history are needed to confirm the event. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported: patient had surgery on the 22nd of december for caput necroses. Had traumatic fall on the 24th of december. Xray discovered luxation. Revision surgery planned. Update: adm liner and non-stryker metal head were revised as these devices were returned to stryker for evaluation. Revision date is unknown. It is unknown at this time if any other devices were revised.